Event description:
It was reported to philips healthcare that the heartstart mrx had a solid red x and chirp. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.